Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported the outer cover was loose and the pen needle could not be attached to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-21. H6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from lot. No. 1125225, cat. No. 320129. An attachment of the pen needle sample to the pen was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause was identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported the outer cover was loose and the pen needle could not be attached to the pen.